Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is displaying a flashing red x in the ready for use (rfu) indicator and making a chirp sound.

Manufacturer narrative:
The customer replaced the battery due to the "battery calibration is recommended" message and retest the unit and was not able to duplicate the issue.